Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer has had frequent low blood glucose levels always in the late evening hours. Customer also reported that batteries were lasting only 2 to 3 days. Troubleshooting performed and pump appeared to be operating as designed.